Event description:
The customer reported an over infusion of blood in the ER. The infusion was programmed at 350ml/hr; however, the amount infused and the time was not provided. The customer has requested an event log review. Biomed has tested the pcu and pump module for accuracy, all of the tests passed. There was no pt harm or medical intervention. Although requested, no further pt/event info provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The event logs and data set have been received. The customer is also returning the pcu and pump module for evaluation, these devices have not been received. A follow up report with failure investigation results will be submitted once the evaluation has been completed.